Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: the device was received for evaluation. During functional testing, the reported problem "broken power adaptor keeps shutting off intermittently" was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the pump side ac connector pin damaged/broken. The rear case required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump's broken power adaptor kept shutting off the device intermittently during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h11. Correction: h11: the device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. A review of event history log revealed improper shutdown which can be results of the user removing all power from the pump without first powering off the pump using the off key or "improper shutdown!" Events can be the result of the pump powering off without user input due to a device malfunction. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported conditon was not verified. No component could be determined for causality. Should additional relevant information become available, a supplemental report will be submitted.